Event description:
The distributor reported that the patient needs to press the keypad buttons several times to activate pump funcitons.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed contamination under keypad button contacts. All keypad buttons were intermittently activating pump functions when pressed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.